Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called adc customer service on (B)(6) 2015 and requested assistance setting up the date and time on his adc blood glucose meter. Customer also wanted to know how to turn off an alarm buzzer that he had inadvertently set-off while trying to set the date. During the call customer acknowledged that he had received medical intervention due to this issue, noting that a couple of days before his call his wife needed to call the paramedics because he had "passed out on the floor because he went low" and she was "unable to feed him" (treat him). Customer reported he was given an unspecified "fluid" and was transported to a local healthcare facility. No further information was provided as customer declined to continue troubleshooting because he was not feeling well and needed to eat. Multiple, unsuccessful, attempts have been made to contact the customer to gather additional information. There was no report of death or permanent injury associated with this event.